Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Review of the most recent repair record determined the cutter failed the test cut with an incomplete cut. The gear and collar were replaced on the cutter; however, the cutter cannot be fully repaired. A definitive root cause cannot be determined. DHR was reviewed and no discrepancies related to the reported event were found. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2022-01167.

Event description:
It was reported that outside of surgery there was an incomplete mesh on the side with the gear. There was no patient involvement. During device evaluation, it was discovered that the cutter failed the test cut. Due diligence is complete. No further information is available.